Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and hypothermia on (B)(6) 2020. Blood glucose reading was 35 mg/dl. The customer stated they were screaming and became unresponsive due to low blood glucose. Customer was dispatched to emergency medical service, visited to the emergency room then admitted. The customer was treated with intravenous with glucose and with food at the hospital. Customer was not wearing a sensor at the time of the incident. The insulin pump will not be returned for analysis.